Event description:
Healthcare professional reported rupture. Side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous medwatch submission noted, rupture. Upon further information, allergan has determined, that this record is a duplicate record. Please see (B)(4), as the operating record related to this complaint.